Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed without an error message, frozen and could not turn off. The interruption was a sharp watchdog timeout error. It was also stated that the nurses described the pump as "freezing its infusion including display and the black screen would appear until they touch a key". The event happened when the nurse used the pump at the 'c8' area. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.